Manufacturer narrative:
(B)(4). Supplemental information: selected in error as product problem on 3500a. This supplemental report corrects to adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 02/17/2014 with the following results: the pump information for the complaint date has been written over, unable to duplicate the complaint. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. There are no eaw¿s related to the complaint in the current black box or alarm history. The pump was tested on a delivery accuracy test; the pump passed and was found to be delivering accurately and within the required range. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. Removed pump cover and force sensor; force sensor resistance was found to be in specification. No contamination observed on force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported experiencing a blood glucose (bg) of 565 mg/dl with frequent urination and agitation. She stated that her bg was around 100 mg/dl the morning of (B)(6) 2011. She stated that she accidentally pulled out her infusion set, re-inserted a new set, and her bg was subsequently 565 mg/dl. The patient stated that she gave a correction injection shortly before the call to customer support (cs). The patient did not re-check her bg, and refused to troubleshoot the pump. Attempts by cs to obtain follow-up information were unsuccessful. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.